Manufacturer narrative:
D4 & h4: serial number, model, catalog, unique device identifier and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that door failed. The field service engineer (fse) worked with the customer to reproduce the ghost failure by manually opening the tower using the door release lever. This action allowed the failure to appear in the recovery storage space for further troubleshooting. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed. 1 es nicu door tried to recover storage space, but issue remains the same. The customer stated that this malfunction occurred while dispensing the medication and they had to access the medications from pharmacy that caused a delay in patient care. There were no adverse events or injuries reported based on this event.